Event description:
The customer reported that the bellavista 1000 has alarm without any error code and touch screen became unresponsive. The customer confirmed that there was no patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, complaints forms and logs was analyzed by technical support. According to the logs the ventilator kept on ventilating and after a restart it was working fine again. It was suspected that there's an issue with the mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.